Event description:
Sofregen (silk voice) implant was found to be unsterile once the outer box was opened. It appeared that the package was not completely sealed by the manufacturer making it unsterile. Implant was not used and removed from the room - never touched the patient.